Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump. Investigation revealed a short summary on event of alarming batteries are weak were related to motor issue. Other issues were found with device; s196 c294 r119. This issues were not revealed but repaired. Motor was repaired. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information received a smiths medical cadd ms3 gray slate pump is beeping and alarming, revealing on screen the batteries are weak.

Event description:
Additional information on updated patient information in h 10.

Manufacturer narrative:
Additional information on smiths medical ambulatory infusion pumps/cadd ms3 pumps revealed event occurred on (B)(6) 2020 and male consumer with date of birth (B)(6) 1975. Complaint of pump beeping and showing batteries are weak revealed no patient injury.